Event description:
It was reported that the respiratory rate trend feature, was oversensing. This was observed multiple times, on the right atrial (ra) lead, from another manufacturer. The electrograms (egm) appear to show intermittent pacing inhibition that is sometimes greater than 2 seconds. Technical services advised to turn off the rrt feature and troubleshoot, to determine the cause. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.